Manufacturer narrative:
The device was returned to the manufacturer; however, there was no inlay found inside the container and no further analysis could be performed. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze is listed in the device labeling as a known potential risk. Complaint reference number: (B)(4).

Event description:
The patient underwent uneventful implantation of the corneal inlay in the left eye on (B)(6) 2016. The patient presented with moderate central and peripheral corneal haze 5 months postoperatively with recurrences on (B)(6) 2017. The inlay was subsequently explanted on (B)(6) 2017. The haze did not result in a significant decrease in best corrected distance vision (bcdva). At last examination on (B)(6) 2017, the haze had improved slightly.